Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer stated that they are no longer reporting magnesium results from this instrument. The field service representative noted that he has changed the following parts on the analyzer since the beginning of the issue: all of the cleaner valves twice, reagent wash stations, sample wash stations, waste pump, water filters, degasser, all r and s chain cables, vacuum diaphragms, and optics kit. The field service representative stated that the following analyzer tests passed: reagent and sample flow checks, checktest, 100% check photometer, and workstation accuracy. He stated that further precision studies recovered identical to ones performed previously.

Event description:
The customer reported that they have had ongoing issues with multiple patient samples tested for magnesium. Of the data provided, it was determined that there were erroneous results for six patient samples that qualify as a malfunction. The customer was asked, but did not know if any of the initial erroneous results were reported outside of the laboratory. Repeat results from a different integra 800 analyzer were believed to be correct. The first sample initially resulted as 3.2 mg/dl accompanied by a data flag. The sample was repeated on the same instrument and resulted as 1.9 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 2.1 mg/dl. The second sample initially resulted as 3.2 mg/dl accompanied by a data flag. The sample was repeated on the same instrument and resulted as 1.7 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 1.8 mg/dl. The third sample initially resulted as 2.8 mg/dl accompanied by a data flag. The sample was repeated on the same instrument and resulted as 1.2 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 1.3 mg/dl. The fourth sample initially resulted as 3.2 mg/dl accompanied by a data flag. The sample was repeated on the same instrument and resulted as 2.0 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 1.9 mg/dl. The fifth sample initially resulted as 3.2 mg/dl accompanied by a data flag. The sample was repeated on the same instrument and resulted as 1.7 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 1.7 mg/dl. The sixth sample initially resulted as 3.0 mg/dl accompanied by a data flag on (B)(6) 2014. The sample was repeated on the same instrument and resulted as 1.5 mg/dl. The sample was also repeated a second time on a different integra 800 analyzer and resulted as 1.6 mg/dl. The patients were not adversely affected. The magnesium reagent lot number was 68431601 with an expiration date of 02/28/2015. The field service representative determined that the vacuum pressure was low due to a torn diaphragm and that the sample tubing was faulty. He replaced the diaphragms in the pump and replaced the tubing. He ran several precision checks with magnesium, creatinine, and ck. The precision checks were within specifications. He also observed proper operation during a check test and when running precision checks. The field service representative checked with the customer the next morning and there were no further erroneous results.

Manufacturer narrative:
The field service representative returned to the site on (B)(4) 2014 and determined that the rt2 rinse well was contaminated. He replaced all the sample and reagent rinse wells. He also replaced the degasser pump for better negative pressure on the degasser. He replaced the rt1 and rt2 3 way valves on the heads to make sure cleaner dispense is correct for flushing the reagent probes and is not leaching through with the rinse water for the internal rinsing of the probes. He replaced air filter p3 and the air dryer valves for sample and reagent. He ran a check test with passing results. He ran precision studies with magnesium and the results were stable. The precision study results also matched the other instrument at the site.

Manufacturer narrative:
On 03/24/2014, the field service representative checked the analyzer and stated that there is a "possible air leak in fluid system". He cut and re-flared all tube end fittings for chain cables and pipette module. He cleaned and reseated the cleaner valves. He performed a fluid system decontamination and replaced water filter 4 and the degasser. He replaced the water tubing from the pressure container to filter and degasser. He cleaned and adjusted workstation a, cleaned and lubricated the rotor, and checked the light barrier adjustment. He performed the check test application. No further discrepant magnesium results have been observed. The customer ran calibration and quality controls, all recovered within their guidelines.